Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. Customer continued to use the pump and had an alternate method of insulin therapy available. Customer¿s blood glucose was 120-130 mg/dl.